Event description:
Purchased binaxnow covid-19 antigen test kit (2 test per pack). One of the test cards appears to be manufactured incorrectly. The test strip was installed and glued into place off center. The test strip was unable to update the liquid sample from the swab after 15 minutes. The test failed and did not register any results. I have enclosed pictures of the problem card. The packaging contains several different lot numbers. I'm not sure which is relevant so I also have included photos of the packaging. I still have the box, packaging, and sales receipt, but have discarded the card. Manufacture date: september 20, 2021 expiration date: march 20, 2022. FDA safety report ID# (B)(4).